Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the data about sensing and pacing percentages on atrial channel (since last follow-up) was not correctly displayed on the programmer screen. In addition, in some of the episodes recorded in device memory (e.g. V burst episode dated (B)(6) 2014), the egm line appeared flat at atrial side whereas atrial pacing was delivered.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the data about sensing and pacing percentages on atrial channel (since last follow-up) were not correctly displayed on the programmer screen. In addition, in some of the episodes recorded in device memory (e.g. V burst episode dated (B)(6) 2014), the egm line appeared flat at atrial side whereas atrial pacing was delivered.